Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but unable to obtain.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site because the edge of the ipg was protruding. As such, surgical intervention took place on (B)(6) 2020 wherein the ipg was explanted and replaced with a smaller ipg in a new pocket site to address the issue.